Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts when attempting to announce meals on the ilet, and subsequent dry runs also triggered the alert until two firmware updates, including version 1.6.6, were installed; after updating and changing the contact detach only, the user observed drops and resumed insulin without further alerts, and blood glucose was 273 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a device mechanical problem, which was resolved after software update and supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.